Manufacturer narrative:
(B)(4). We didn't receive the product itself. Reason of complaint: "occlusion, under-drainage". With the release of this report the statement is closed. Manufacturing and quality control data - we have only received the product data without article number or serial number. The product itself is not available for an investigation. Without a serial number it is not possible for us to trace the complained product. Nevertheless, we can ensure that the progav 2.0 has a normal pressure range of 0 to 20 cmh2o. All parameters (opening pressure, reflux, tightness, adjustability and brake function) are inspected and signed during the manufacturing process. Result: an investigation was not possible because no product was send for investigation. Referring to the reason of the complaint we point out that it is important to position the adjustment tool centrally over the valve. It is also possible that any deposits of protein have been affected the valve's adjustability. Possibly the medical problems of the patient may have led to increased protein production. However, we cannot finally clarify what influenced the setting of the pressure stage, as this would require an examination of the valve.

Manufacturer narrative:
(B)(4). Additional information / investigation results will be reported in a supplemental report, if received.

Event description:
It was reported that there was an issue with the shunt system; information received via medwatch (B)(4). The patient was initially implanted with a progav 2.0 on an unspecified date in the spring. Postoperatively, in (B)(6) 2018, the patient presented with confusion. The patient was evaluated and a urinary tract infection was diagnosed; treatment included antibiotics. The valve was adjusted to increase drainage but there was no improvement in symptoms. Imaging revealed worsening hydrocephalus. She was lethargic and experienced worsening headaches. Fluid from the shunt was tested at bedside to rule out infection. After a negative abdominal ultrasound, the patient was taken to surgery for a right ventriculoperitoneal shunt revision. There was no surgical delay noted. Additional information had been requested.